Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit powers on then off by itself. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28nov2018. Date of manufacturer: 27nov2018. Numerous attempts were made to follow up with the customer regarding the device repair, however, no response was received.